Event description:
The vns treating physician reported that on (B)(6) 2013 high impedance was observed upon performing diagnostics. The patient is a depression patient and stated she wanted to talk to her psychologist before proceeding with interventions. As a result, the device was not disabled, and x-rays have not been taken to date. The physician also stated that the patient has been experiencing painful stimulation in the neck "every now and then." No additional information was initially provided. It was observed upon review of the patient's programming/diagnostic history available in the manufacturer's database that high impedance was observed during implant surgery on (B)(6) 2007 which was resolved during surgery via troubleshooting and prior to the end of surgery results were within normal limits upon system diagnostics. Attempts for additional information from the treating physician have been unsuccessful to date.

Manufacturer narrative:
Review of manufacturing history records performed. Review of the generator and lead manufacturing history records confirmed that all quality tests were passed prior to distribution.